Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a button error alarm. The customer reported that the insulin pump was in his pocket when the error alarm occurred. Blood glucose level at the time of the incident was not provided. The customer did not wish to have the insulin pump replaced and will not return it for analysis.